Event description:
It was reported that the device exhibited error code- 41171(4100,13,24,1). The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. A review of the event history log revealed error code 41171. It was determined that after the main board was replaced, the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.